Event description:
Customer called to report an issue with the sensor. Customer had a three hour sensor end, which had not occurred before. The current blood glucose reading is 127 mg/dl. Customer stated that he was unable to calibrate the sensor. Customer also mentioned a hospitalization due to low blood glucose. The paramedics were called to treat a low blood glucose of 10 mg/dl. Customer was transported to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MDR # 2032227-2013-03305.